Event description:
It was reported that the implantable neurostimulator (ins) battery was depleting prematurely from 75% full to 25% over night, even though the ins was not being used. It was noted that the ins was tilted and therefore there was poor coupling. The patient rarely got 3 coupling bars when recharging and usually only got 1 or 0 coupling bars. The patient did not see a power on reset (por) error. It was also reported that error codes 375 and 376 were seen on the recharger. The patient status was alive with no injury at the time of the report. It was stated that the patient¿s lead needed to be revised and the ins was not going to be replaced until the lead revision took place, but it was unknown when this would occur. The ins was turned off at the time of report. Analysis of the recharger found a broken wire inside the antenna cable and found the charge cable on the adapter was damaged. The antenna assembly and charge cable were replaced.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated scar tissue had formed around the lead which caused soreness when stimulation was turned on. Revision surgery had not been scheduled. The patient was not receiving effective therapy because the patient kept stimulation turned off due to the soreness.